Event description:
Customer reported a motor error alarm during a prime. Customer's blood glucose was 148 mg/dl. The customer could not recall any significant events leading to the alarm. He also stated he was unable to rewind the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump passed rewind and displacement test. The device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Full drive system test was not performed due to motor error alarm. Motor passed motor test. The device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.